Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (25l277av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the patient was hospitalized for an ischemic stroke underwent a thrombectomy procedure on (B)(6) 2026. A 5mm x 37mm embotrap iii revascularization device (et307537 / 25l277av) was used with a red 72 reperfusion catheter (penumbra) and a phenom¿ 21 microcatheter (medtronic) via the combined technique delivered using a standard 200 cm synchro micro guidewire. During the procedure, the embotrap stent component could not come out of the sheath. A deformation was observed toward the distal end of the stent. A new device was used for the procedure. There was no negative impact on the patient. The patient has since been discharged.